Event description:
The following problem was reported to agilent technologies: the pt was able to be monitored through paddle source, but not able to be monitored through lead source. Dashed lines appeared. The nurses changed the lead set; they were then able to monitor through lead set source. There was no adverse outcome.